Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was implanted for one day and exhibited high thresholds, high pacing impedance, and insulation damage. It was noted that there was blood in the lead body and the silicon felt abraded. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted visual inspection found the overlay tubing was cut, and blood ingress in lead. Destructive analysis was performed and confirmed that there was a cut from the overlay tubing through the outer insulation at distance 24.8 cm from the connector pin and that allows blood ingress into lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was implanted for one day and exhibited high thresholds, high pacing impedance, and insulation damage. It was noted that there was blood in the lead body and the silicon felt abraded. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation was cut at 24.8 cm from the connector pin and that blood was observed though out the outer insulation. If information is provided in the future, a supplemental report will be issued.